Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage lead impedance is out of range in every vector. It was suggested attempting to reproduce noise in-clinic with pocket manipulations, and performing a chest x-ray with a good image of the header to see if the lead pins are fully inserted into the header. No patient symptoms reported.

Event description:
New information received indicated that patient presented for a lead extraction on (B)(6) 2017. The lead was oversensing noise but the noise was not reproducible. The cause of the previous reported out of range high voltage lead impedance is unknown. Physician attempted to extract the lead manually but the lead broke at the distal end and was left in place. The ICD was explanted due to device upgrade. The patient is doing well.

Manufacturer narrative:
The reported field event of out of range high voltage lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.